Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating a pump using a cadd administration set under infused. It was reported the staff noticed a larger amount of medication left over in the bag than previous, it appeared to be amount consistent with missed dosage. Per reporter no issues to pump program, dosage infusions, timing or errors however approximately 250ml of medication left in bag. It was reported the bag was changed, the line flushed and tubing changed reportedly the system was sluggish, but brisk blood return was achieved.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date could not be completed due to lack of information regarding lot number. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. There was no evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. Accuracy test was conducted to look for unusual functions. Tests successfully passed; thus, the failure mode is not confirmed. Root cause was not determined since the complaint was not confirmed due to the fact the samples was tested and successfully passed. No corrective action was taken since the complaint was not confirmed. No lot number was provided; therefore, device history record review could not be completed.

Manufacturer narrative:
Additional information was received indicating patient details.